Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with a septal bulge, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the first attempt at deployment, the valve was deployed to 80% and was positioned at 0mm on the non-coronary cusp (ncc). The valve was recaptured and repositioned to 3mm ncc. A transthoracic echocardiogram (tte) confirmed there was no interference with the septal wall. As the first paddle was released, the valve dislodged to on the ncc to 0mm. The second paddle released the valve at 3mm on the left coronary cusp (lcc). Angiography indicated trace to mild paravalvular leak (pvl). A second angiography was performed and indicated the valve had dislodged. A snare was used to reposition the valve above the annulus. Subsequently a second valve was implanted at a depth of 7mm ncc and 7mm lcc. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.